Event description:
A talent stent graft system was implanted in a patient for a 51 mm in diameter thoracic aortic aneurysm. Proximal aorta was 30 mm in diameter. Distal aorta was 32 mm in diameter. The right and left iliac arteries were 8 mm in diameter. The right femoral artery was 11 mm in diameter and the left femoral artery was 10 mm in diameter. Mural thrombus is present in the aortic neck. It was reported that during the patient¿s one year follow-up CT scan, the maximum diameter of the aneurysm had increased from 48 to 50 mm in diameter. At the patient¿s two year follow-up CT scan, the maximum diameter of the aneurysm had increased from 48 to 51 mm in diameter. There was no evidence of a migration or an endoleak. No intervention has been planned. No clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Results: aneurysm enlargement. Unknown cause of event. Conclusion: aneurysm enlargement. Unknown cause of event.